Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. Customer¿s blood glucose was 103 mg/dl at the time of incident. Customer stated that the insulin pump had solid white display. Customer was calling back with blank display after receiving new battery cap. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments/partial display due to blank display.